Event description:
It was reported that there was a separation between the female connector and main body of a transfer set.; further described as the light blue body kept spinning from the dark blue body. The patient was not able to disconnect from patient line and had to camp and cut the patient line. This occurred during use of the devices for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected/disconnected using the returned patient connector with no issues. The female connector connection issue was not duplicated. The reported separation condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent to the insert chip. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.